Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unknown date involving a plum 360¿ infuser where it was reported that the device had a smoke smell, power on. It was unknown if the event occurred in the clinical setting. Further information stated that it was unknown if the device was noted in device history. There was unknown patient involvement, unknown adverse reaction or need for medical intervention, and unknown delay in therapy.

Manufacturer narrative:
D9 - date returned to mfg on 1/4/2024. Could not confirm customer complaint. Performed a through and through visual inspection on pump and ran pump at 400/200 for 30 minutes and could not find any problems with smoking or overheating or anything of the sort. Device seems to be in perfect working condition.